Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death mentioned on death certificate is congestive heart failure. No further information is available at this time.

Manufacturer narrative:
Analysis was normal. The device was tested using automated test equipment and no anomalies were found.